Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a clicking noise in the power module was confirmed as it was reproduced during testing. The returned power module, serial number (B)(6), was inspected. Damage to the top and bottom case, and a small tear in the handle overlay on the silence button was observed. The power supply assembly of the power module returned in unremarkable condition. The power module was functionally tested at the service depot, where the source of the reported event was traced to the power supply assembly. The power supply assembly was sent to the product performance engineering (ppe) department where it was connected to a test power module and mock circulatory loop. Upon being connected to ac power, a clicking noise was heard from the main printed circuit board (pcb) of the power module. Additionally, the yellow power alarm activated, indicating the unit was not receiving ac power properly. Despite these issues, the power module backup battery was able to support the system. The returned power module received a new power supply assembly from the service depot and was sent back to the customer for further use. The root cause of the reported event was determined to be an issue with the power supply assembly of the power module; however, further root cause of this issue was unable to be conclusively determined. The device history records were reviewed, and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module made a clicking sound.